Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with unknown mentor saline prostheses experienced bilateral deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth saline prostheses was performed in (B)(6) of 2004. This is a previous complication noted with additional information received for a current complication reported for this patient under 1645337-2021-00258 and 1645337-2021-00259. See 1645337-2021-00377 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on january 20, 2021. The explant date has been updated to on (B)(6) 2004. Manufacturer¿s reference number: (B)(4).